Event description:
The customer reported that the communication messages on the infinity acute care system (iacs) ¿cannot analyze st, arr cannot learn, and la lead disconnected¿ in the header bar are not showing at the infinity central station (ics) in the bed view. No adverse patient impact was reported. Messages indicating a loss of an ECG lead signal not being sent to the ics could result in the user being unaware of a loss of ECG/arrhythmia monitoring.

Manufacturer narrative:
A follow-up report will be submitted upon completion of this investigation.

Manufacturer narrative:
It was later clarified that only the infinity acute care system (iacs) "la lead disconnected¿ message in the header bar was not showing at the infinity central station in bed view. It was additionally reported that the trend data was missing for the event at the infinity central station (ics). It was confirmed that there was no adverse patient impact during the event and no network issues noted at the time. Issue 1: iacs message (la lead disconnected) not displaying at the ics bed view. Escalation support performed several tests on known good equipment with a patient simulator where they simulated alarms and a leads off condition with several languages (including french). Escalation support confirmed that when the m540 sends alarms and messages, the cockpit displays both while the ics displays only alarms in bed view (not messages). The system was functioning as intended. There was no device malfunction. Issue 2: missing trend data on ics. Escalation support stated a trace data base manager (dbmgr) is needed to investigate the reported issue as it may be related to database patient objects starting/stopping and record deletion. The instructions to perform this action was provided to the customer. Additional information and troubleshooting from the customer was requested but could not be provided. The customer stated the sent instruction would not be pertinent at this time as they had moved the ics to another building and upgraded the software from version vg2.1.1 to vg2.1.3, and all data was erased. Therefore, root cause could not be determined. No further issues have been reported.

Event description:
The customer reported that the communication messages on the infinity acute care system (iacs) ¿cannot analyze st, arr cannot learn, and la lead disconnected¿ in the header bar are not showing at the infinity central station (ics) in the bed view. No adverse patient impact was reported. Messages indicating a loss of an ECG lead signal not being sent to the ics could result in the user being unaware of a loss of ECG/arrhythmia monitoring.